Event description:
It was reported that the patient was in the intensive care unit (ICU), and was on a ventilator. The healthcare provider (hcp) wanted to stop the pump. It was stated that they did not currently know what happened to the patient or if she had a stroke. A follow-up report will be sent when additional information becomes available.

Event description:
Additional information: a nurse who had not worked with the patient before was called to the ICU to stop the pump and per her patient likely had a stroke but the physician caring for the patient thought that the pump was causing patient issues. She attempted to slow pump down to minimum rate, but it was already set at that; "pump was not causing issues." The reporter did not know the patient outcome, but said "it didn't look good." Per another reporter, they had not seen the patient in the clinic since (B)(6) 2011. They didn't have in their record that patient was in ICU or any information related to the event. The patient had the pump refilled the time of implant at hospital with 20ml of morphine, 42.8 mg/ml; daily dose was not known as the "hospital never sent doctor's office the daily dose it was set to." Patient's physician was consulted and he informed that the patient passed away of cardiac arrest at a hospital not connected to them; date of death was not reported. Patient was last seen in the hcp office for refill on (B)(6) 2011, dose was 9.006mg/day, this was on the old pump.

Manufacturer narrative:
Catheter model: 8703w, lot #: l36053, implanted: (B)(6) 1995, explanted: unk; catheter pouch model: 8590-1, lot #: n269355, impl anted: (B)(6) 95, explanted: unk.